Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose of 520 mg/dl after not announcing a meal. The user confirmed infusion site and cartridge were intact. The user temporarily disconnected from the ilet, administered outside insulin, and later reconnected. Glucose subsequently trended down. No medical intervention required.